Event description:
It was reported that the impactor broke when the surgeon struck it. Another impactor was used to complete the procedure. There was no known impact or consequences to the patient. It was reported that no additional information is available.

Manufacturer narrative:
(B)(4). The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. One exact offset broach handle was returned and evaluated. Upon visual inspection the device has fractured at the weld location. There are indentations on the strike plate and to the shaft of the device. A review of the device history records identified no related deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information at the time of this report.